Event description:
It was reported that during a da vinci-assisted general cholecystectomy surgical procedure, the customer stated that they are unable to move insertion axis on arm 4. They stated the leds are amber and it was stuck in the middle of the range of motion. The customer was unable to raise or lower the carriage. The technical service engineer (tse) uploaded error logs and noted no errors. Tse asked customer to ensure the drape was not caught up and restricting movement and they undocked the arm and inspected the drape, and it was not caught in the arm. Tse recommended power cycle of the system, but customer was not able to do so at this moment. The customer was leaving arm undocked and completing case with arms 1, 2, and 3. The customer called in after power cycling and hard power cycling to report that the system was stuck in self-test and the surgeon will need to move on laparoscopically. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it initially did power on without errors. The action taken to resolve the reported issue was system reboot, hard reboot x3, called dv stat and repeated the steps. The surgeon did not disable/discontinue the arms use and could not use all 4 arms. The procedure was converted to laparoscopic and patient cart was pulled into the corner for furth inspection. Also, one port was up sized to a 12mm to accommodate the laparoscopic stapler.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. Blank MDR fields: the missing patient information in sections b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) for failure analysis testing. The usm had a reported problem of the carriage rail screw backing out causing the carriage to not be able to move, which was confirmed as having occurred in the field and replicated through failure analysis. The insertion rail was tested with a 0.371¿ rail gauge and passed. A visual inspection was performed and found to have a loose rail screw.